Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the steel cable broke during surgery, it was in its ninth use (9/14). The procedure was completed with no reported injury.